Event description:
It was reported that the patient experienced ventricular tachycardia and on route to the hospital, cardioversion was performed repeatedly. Subsequently, intermittent pacing was observed. Thresholds rose from 1-2 v to 6.5 v and sensing decreased from 10 mv to 4 mv. At the hospital, threshold was 5.0 v and sensing 4-5 mv. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.